Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device the samples were fully priming and connected without difficulty, the pump was set running and any alarm was not activated. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that during use, a smiths medical cadd cassette reservoir, it was noted that a no disposable, pump won't run alarm was displayed. The reporter also indicated that after the pump was powered off, the patient turned it back on, but the alarm persisted. Subsequently, the patient replaced the cassette with another one and then the system became able to be used normally. No patient consequences were reported. No adverse effects were reported.